Event description:
There was a balloon rupture during dilation of common iliac in a percutaneous transluminal angioplasty. There were no anomalies noted during product inspection or when prepping device. There was moderate tortuosity and heavy calcification seen. An indeflator was used for inflating balloon, however, the report indicated that at 9 atm, the balloon ruptured and a leak was observed. As per physician the rupture was caused by the heavy calcification present in the lesion. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse soncequence to the pt. This report will not be return for evaluation and testing.